Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and a patient via a manufacturer representative regarding a patient who was receiving dilaudid (5mg/ml at 0.25mg/day) via an implantable pump. It was reported that the patient was seen in the clinic approximately one month ago with reports of increased pain. At that time, the physician performed a catheter access study, which was negative for return of cerebrospinal fluid (csf). The physician also reported that the patient had a volume discrepancy at one of her pump refill visits (date unknown) where the expected residual volume was .8 ml and the actual residual volume was 8.5 ml. A potential contributing factor was the patient losing 100 pounds since the pump was originally implanted. The patient was taken to the operating today for a planned catheter revision. The physician first opened up the existing pump pocket, removed the pump from the pocket and attempted to aspirate from the catheter access port, but had no return of csf. They then disconnected the pump from the catheter and dissected out the remaining portion of the proximal segment. They disconnected the proximal segment from the spinal segment at the collet, and attempted to aspirate directly from the spinal segment, but still had no return of csf. They then proceeded to flush preservative free normal saline through the spinal segment, but again had no return of csf after doing so. At this point, the physician decided to retract the catheter back through the pump pocket under fluoroscopy. They pulled the catheter down approximately a half vertebral body, and then the catheter began freely dripping csf. They then reconnected the proximal segment and the pump and again aspirated from the catheter access port with positive return of csf. Incisions were then irrigated and closed. Due to the obstruction being in the spinal segment, and the patient¿s history of a volume discrepancy, the physician decided to reduce the intrathecal dosing to the lowest infusion rate possible which is dilaudid 0.25 mg per day. The issue was resolved at the time of the report.